Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged wake button issue was verified, but the battery issue could not be verified. The failure investigation has been completed. Based on the analysis, the alleged wake button issue was verified, but the battery issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the wake button was not working and that the pump battery could not be charged. Customer¿s blood glucose level was 160 mg/dl. The customer reverted to an alternate method of insulin therapy.